Manufacturer narrative:
Consumer has not returned product.

Event description:
Consumer alleges heating pad caught on fire and burned his hand. There was not a report of property damage with this incident.